Event description:
It was reported that the ilet pump generated recurring alert 38 during the night, and the user declined to change infusion supplies at the time due to concern about wasting insulin, with the alert later clearing after routine supply change. Symptoms included no reported clinical effects. Outcomes included no reported impact such as medical intervention or hospitalization. Investigation included attempts to interview the user and analysis of the limited information provided. Investigation of this case revealed insufficient information to confirm a specific failure, although a mechanical problem was considered based on the nature of the alert. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.